Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the top case, bottom case, and, the right plunger case were cracked. A review of the event history log identified force sensor background test error in the history. During functional testing using occlusion test the reported issue was unable to be duplicated, all the readings were within the required specifications. The root cause of the issue could not be determined. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. Replaced plunger cable for preventive. This MDR was generated under protocol b10009704, as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor background test error. No patient injury was reported.